Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an apogee system to treat her pelvic organ prolapse and overactive bladder. It was alleged the plaintiff " experienced significant mental and physical pain and suffering, emotional distress, and sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.